Manufacturer narrative:
Patient weight unknown/ not provided. Product not received by the manufacturer.

Event description:
It was reported that patient had inflammation caused by food and debris impaction under abutment due to loose abutment screw (iunihg). Doctor also reported hemorrhage on tooth 19. The doctor stated that it took a lot of hemostatic agent and time to stop the bleeding.

Manufacturer narrative:
Device return date 06-feb-2018 documented incorrectly in initial submission that ws submitted on 22-feb-2018 was documented incorrectly. The inuhig screw was not returned to the manufacturer. One certain® bellatek® titanium abutment was returned for inspection with an attached restoration. The inuhig abutment screw in question was not returned for the inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one additional related complaint found for this product lot. Complaint is related to (B)(4). Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16, p-iis086gi rev. F 11/2015 and instsm rev d 02/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia,excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening ingestion, aspiration and/or swallowing. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. Complaint indicates continuous screw and abutment loosening. Implant site hemorrhaging, inflammation, and debris in the abutment junction was noted. Alleged event is non-verifiable with the information provided. The following sections are being updated: UDI (B)(4). The following section is being corrected: device not returned to the manufacturer. Therapy date unknown/ no provided.